Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe was not working. There was no patient impact.

Manufacturer narrative:
Analysis found no fault with the device. The device was tested and passed specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was stated that after 2 hours of monitoring during the procedure they had stim 1 and 2 error.